Event description:
The caller stated that the unit does not have audio. The unit was found in a storage closet in the emergency department. Caller confirmed no pt involvement or harm/incident reported.

Manufacturer narrative:
No product being returned for eval. The caller confirmed that the speaker was swapped out and the no audio was isolated to the main board. Info has been added to the database for trending purposes.